Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the bent spring bar was identified during a cat scan (CT). As per the correspondence with the stryker rep, the spring bar went from being intact to being broken off during removal and the fragment was removed however not returned. The spring bar may have become bent during implantation and was not noticed until this CT. Conclusion: the likely root cause is not determined and multifactorial.

Event description:
It was reported that; revision c5 thru c7, removed plate with broken locking mechanism that was viewable on patient CT. Replaced with same size plate and redid the interbody at c5-c6 with peek interbody and illiacrest graft due to pseudoarthrosis.

Event description:
It was reported that; revision c5 thru c7, removed plate with broken locking mechanism that was viewable on patient CT. Replaced with same size plate and redid the interbody at c5-c6 with peek interbody and illiacrest graft due to pseudoarthrosis.